Manufacturer narrative:
Concomitant products: product ID 8709, lot# l79089, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that the intrathecal drug infusion pump failed. The patient also had granulomas. The pump and part of the catheter were explanted. There was reported to be no patient injury. The patient recovered without sequela. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Additional information: analysis of the pump revealed no significant anomaly. The pump had reached eos (end of service) due to time progression. Analysis of the returned portion of the catheter revealed no significant anomaly/acceptable catheter testing. Corrected information: conclusion code 54 no longer applies for this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l79089, implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When the pump was removed, part of the catheter was left in because they couldn't get it out. The event occurred in 2013 or 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.